Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that about 2 weeks prior, a beta bionics ilet user observed insulin leaking in the cartridge chamber during a supply change. The user replaced the connector, cartridge, and tubing, and insulin delivery was resumed. There was no report of end-user harm or adverse event associated with this case.